Event description:
It was reported that during a shoulder cuff surgery, the footprint ultra pk´s anchor head broke while it was being implanted. The anchor broke outside the patient. The procedure was completed placing a s+n back up device into the original bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, the footprint ultra pk´s anchor head broke while it was being implanted. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the distal end of the inner shaft bent. The anchor was returned fractured proximally to the suture window and at the proximal end as well. The retention suture was also returned. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failures include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.